Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. Reportedly, there was no damage to the battery cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: there was a battery compartment crack observed from the thread area to the case seal. The battery compartment threads were damaged. Unrelated to the battery compartment, the display screen was dim and discolored.